Event description:
Info received indicates the brake is not holding.

Manufacturer narrative:
The tech found the left foot brake caster was worn and two caster supports were broken. The tech replaced the worn caster and the two caster supports to repair the bed.